Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. The cause of the reported issue was determined to be shorted and burned component, designator j502, on the analog pcb assembly. The customer has been provided with a replacement device. The returned device was archived by stryker.

Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluation of the customer¿s device, stryker observed that the device was not completing charge and was unable to shock. There was no patient involvement reported with the event.